Manufacturer narrative:
RMA issued. Replacement device shipped to site. No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
The device was returned to the manufacturer for analysis and showed signs of physical damage. As reported, the threads at the tip of the insert were cross threaded damaging the threads. It was not possible to attach to the mating screw head. The reported event was confirmed. The device was replaced to resolve the issue.

Event description:
A site representative reported that, while in a spinal fusion procedure, the navigated cage inserter instrument was damaged. The thread of the lead screw was damaged and was unusable as the screw could not be connected to the cage. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.